Manufacturer narrative:
Correction g3: date received by MFR: the correct date is 02/07/2025 (and not 2/11/2025 which was listed in the original report). Correction: a1, f10/h6: health effect - impact codes. B5: additional information indicates this occurred during patient infusion and the rate was set to 6ml/hr; 72ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available. Additional information: h6, h11. H11: a review of the event history log identified the reported parameters of 6ml/hr for vtbi of 72 ml. The infusion was terminated after approximately 4 hours by the user before the device was shut down. There were no secondary infusions programmed nor was it identified that the pump was placed in standby mode. There are no air in line or occlusion alarms on or around the event date. No conclusion could be determined from the history log review. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump underinfused. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.